Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was implanted with a natural knee tibial baseplate. Osteolytic lesions were shown on x-ray in the tibial head. Patient was revised.